Manufacturer narrative:
(B)(4). Patel, n.k., luff, t., whittingham-jones, p., gooding, c.r., hashemi-nejad, a. (2012) total hip arthroplasty in teenagers: an alternative to hip arthrodesis, hip international, vol. 22 issue 6, 621-627. Http://www.hip-int.com/article/total-hip-arthroplasty-in-teenagers--an-alternative-to-hip-arthrodesis. The reported event was unable to be confirmed as the part and lot number of the device involved in the incident is unknown. Device history records were unable to be performed as the lot number of the device involved in the event is unknown. Root cause was unable to be determined. If any further information is found which would change or alter any conclusions or information, a supplemental report will be filed accordingly. Zimmer biomet will continue to monitor for trends. Multiple MDR reports were filed for this event, please see associated reports: 0001825034-2017-01564, 0001825034-2017-01565, 0001825034-2017-01573, 0001825034-2017-01579.]

Event description:
It was reported that an unknown number of patients had a poor harris hip score (<70). A score range of 68-99 was provided. Attempts have been made and additional information on the reported event is unavailable.